Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the malfunction. The cse replaced the graphical user interface (gui), printed circuit board (pcb) , installed new backlight inverter pcbs, and updated the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, upon turning on the 840 ventilator, the graphic user interface (gui) exhibited a red checkered pattern on the lower screen, and became blank. There was no pt involvement.